Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No low battery or off no power alarms noted. The test reservoir units left matched properly with units left on the status screen. No delivery alert functioned properly during our testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer believes the pump is malfunctioning. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 216mg/dl. The customer's levels have gone up to the 500mg/dl. The customer states she does not feel safe using the pump. The customer did not wish to troubleshoot. The customer was advised the pump would be replaced and returned for analysis per her request.